Manufacturer narrative:
Zoll medical corp has not received the product for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to monitor a pt the device inappropriately shut down. Complainant indicated that the clinician replaced the battery and the device inappropriately shut down. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.